Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) instructed the customer via phone to identify a leak from the loose tubing at pinch valve (vl7). The customer trimmed the tubing and reattached and instrument ran without any leaks or errors. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was running startup and failed wbc (white blood cell), rbc (red blood cell), hemoglobin, and platelet backgrounds. The volume of the leak was about 300 ml, from the bottom of the instrument, and was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.